Event description:
A customer reported that they received an "error-9" message with the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced a loss of consciousness and was provided sugar cubes by their spouse for treatment. No treatment details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection has been performed on the returned meter and damage was observed to the plastic channel retaining the pins of the usb port. This damage was likely the result of an incorrectly inserted usb cable which leads to the pins within the usb port to be misaligned and results in the port not functioning as intended. Damaged screen observed, due to use related issue. The reader was de-cased and placed into the reader test fixture. This issue is not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they received an "error-9" message with the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced a loss of consciousness and was provided sugar cubes by their spouse for treatment. No treatment details were provided. There was no report of death or permanent impairment associated with this event.